Event description:
The needle did not retract correctly inside the protective sleeve and caused a needle stick injury. The reporter has been contacted regarding additional information and has not responded at this time.